Event description:
It was reported that the patient was seen for a vns battery replacement consultation. The patient indicated his depression has been worsening which the patient believes is related to the vns battery running low and needing replacement. The surgeon's office was able to interrogate the patient's vns without issue. The 'elective replacement indicator (eri)' flag was 'no' indicating the device was not near end of service. A battery life calculation was performed that estimated the generator was likely not at end of service. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received from the physician¿s office indicating the patient has cancelled his appointment and has not made another one. The patient appears to be lost to follow-up.

Event description:
Additional information was received from the surgeon's office indicating that they did not have any information on the depression or the patient's medical history as they only recently began seeing the patient. The surgeon's office indicated that they informed the patient that since the eri=no, the device was not yet at end of service but recommended follow-up in 6 months due to the age of the battery. The patient indicated to the site that the vns had been of significant benefit in improving his depression. The patient is currently attempting to follow-up with a vns dosing psychiatrist for treatment, however he has not been seen at this time.